Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6) , and the reported multi organ failure (including right heart failure and renal dysfunction), and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure (including right heart failure and renal dysfunction), and death as adverse events that may be associated with the use of the hm 3 lvas. Section 6, "patient care and management", states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to biventricular heart failure and chronic kidney disease. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient began to have biventricular heart failure and chronic kidney disease immediately postoperatively on the date of the surgery (B)(6) 2022. The patient had been on chronic inotropes since implant. Echocardiogram, right heart catheterization, and lab testing all indicated right heart failure and renal disease since implant. The patient experienced symptoms of fluid overload, shortness of breath, and stopped making urine. The patient was treated with diuresis as they were too ill for dialysis. The patient was unable to diurese. Related MFR# 2916596-2024-04310 (onset of the biventricular heart failure and chronic kidney disease).